Event description:
It was reported that the day following an ablation procedure, this patient experienced oversensed atrial flutter (af) which resulted in pacing inhibition from this right atrial (ra) lead. There was no evidence of asystole greater than two seconds. Boston scientific technical services were contacted and recommended diagnostic imaging and defibrillation threshold testing (dft) to evaluate the ra lead integrity. It was also discussed the ra lead had potentially dislodged as a result of the ablation procedure, but this has not yet been confirmed via diagnostic imaging. It was indicated the patient will be upgraded to a dual-chamber implantable cardiac defibrillator (ICD) at an unspecified point in the future, in which the ra lead position will be evaluated. The physician reprogrammed the device to minimize oversensing until this procedure. At this time, the ra lead remains implanted and in service. The patient was stable with no adverse consequences.